Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bipolar bisector's blade was dull. The harvester tried opening and closing it with no problem. She took it out of the leg to check it. She changed positions of the blade on the branch from one end to the middle to the other end of the blade and it still would not cut. The bovie was set at 15 standard. The staff stated that the cord had nothing to do with it. The harvester finally changed the kit. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.